Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related or operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the bard foley catheters were kinked. It was not clear whether the kinking occurred at the catheter shaft or at the funnel. The representative advised the patient to report the concern to the hospital when the catheter was removed, and that they in turn would be able to communicate the concern and return the product for analysis.